Event description:
A customer reported that during a procedure, the system's cautery was not working. An alternate cable was used, but the issue remained. The case was completed using a different cautery system. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and was unable to confirm the reported event. The system was tested with a cautery load box and found to be within specifications. Unrelated to the reported event, system software was upgraded. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log did not reveal any system messages related to cautery power. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).